Event description:
The needle drivers and hemostats in the laceration tray do not have sufficient grip strength and are mechanically unreliable. A pt with a laceration to a joint capsule could not have his laceration closed because the strength of the needle driver would not allow the needle to be pushed through the capsule. This meant that the pt had to be admitted to the hosp and scheduled for surgery when he should have been taken care of in the clinic with the procuct. Several other instances have occurred where other instruments had to be used to complete the task.